Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was inspected the area behind the back panel for any jams or obstructions, and found none present. A field service engineer, reseated cubie pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A field service engineer also confirmed that there was a delay in dispensing medication to the patient.

Event description:
It was reported when using the pyxis medstation es system, the drawer has jammed. There were no adverse events or injuries reported based on this incident.